Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received a change sensor alert. Customer also stated that their insulin pump was suspending due to hypoglycema. Customer's blood glucose level at the time 6.1mmol/l. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.